Event description:
A malfunction was reported on the pump, although no notable events occurred prior to this incident. There was no adverse impact to the customer's blood glucose level. After the pump was reset by the customer, and since the malfunction code did not recur, it was determined that the customer could continue using the pump. Technical support advised the customer to call back if any malfunction code recurred, and the caller acknowledged this instruction and understood.